Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on when docked, however, the lcd screen is scrambled. Once the battery module was powered off and then powered on, the display was fixed and the issue did not reoccur. The software was updated and the unit functioned as designed.

Event description:
It was reported that when powered on, the screen is completely lit green and jumbled. No known impact or consequence to patient.